Event description:
During the portion of the anterior cruciate ligament surgery involving the patella tendon graft, the saw blade broke. The broken saw blade pieces were removed. Reference number: (B)(4) lot 18017047, exp: 01/01/2023. The circulator for the case called to inform that a saw blade had broken during its use but that there was no injury to the patient or delay of case. The company stryker was called to inform them of the incident. We are currently waiting for their response. Surgical supply awaiting the vendor response on the product. They were given the information on the package including model number, lot number and date of expiration.